Manufacturer narrative:
The reported event of no guardrails soft limit when expected file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-2018-0171. The customer stated that there was patient involvement.

Event description:
The customer reported that the user expected to encounter a soft guardrails limit with the blood products selection during programming for a platelet infusion in nicu. The programmed rate was 180 ml/hr. In subsequent testing, the user then attempted to recreate the infusion with a 9 mls in a saline syringe to infuse over 3 minutes, and no soft guardrails was observed. The hospital¿s pharmacy support analyst reviewed the guardrails and it appeared to be built appropriately. No patient harm was reported.

Manufacturer narrative:
The reported event of no guardrails soft limit when expected file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the user expected to encounter a soft guardrails limit with the blood products selection during programming for a platelet infusion in nicu. The programmed rate was 180 ml/hr. In subsequent testing, the user then attempted to recreate the infusion with a 9 mls in a saline syringe to infuse over 3 minutes, and no soft guardrails was observed. The hospital¿s pharmacy support analyst reviewed the guardrails and it appeared to be built appropriately. No patient harm was reported.